Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet, with cgm indicating a blood glucose nadir of 42 mg/dl after meal announcements, and the user perceived that the system delivered too much insulin at mealtimes. Symptoms included hypoglycemia. Outcomes included recovery after oral glucose intake, with subsequent blood glucose measured at 164 mg/dl, and no hospitalization. Investigation included troubleshooting and education with scheduling of additional training. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.